Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in intensive care unit and were hospitalized for high blood glucose and diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 584 mg/dl. Customer experienced symptoms such as food poisoning, vomiting, diarrhea, dehydration. Customer was treated with insulin drip. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).